Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2023.

Event description:
It was reported that patient underwent an explant procedure due to unknown reason. The explanted device will not be returned as it was kept y the facility. Additional information was received that the reason for implantable pulse generator (ipg) replacement was due to device not holding a charge.